Event description:
On (B)(6) 2011, patient's husband reported the up button on the infusion device is not responding to presses properly. Husband stated the patient first noticed the issue a couple of months ago. Husband reported the button pops out when pressed and released. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.